Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports the tubes present more gel than usual and also noticed that there are air bubbles in the gel. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the tubes present more gel than usual. It has been leading to a lower quantity of serum for analysis and has been clogging the analyzer.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the attached photograph shows 4 tubes with the double gel in it also gel bubbles were in the gel. 100 retained samples were visually inspected, no double gel was found. 3 out of 100 retained samples had gel bubbles. Bd was able to confirm the customer¿s indicated failure mode - double gel with the photograph provided. Bd was able to confirm the customer¿s indicated failure mode - gel bubbles with the photograph provided and based on the retained samples inspection results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. B.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports the tubes present more gel than usual and also noticed that there are air bubbles in the gel. This event occurred 4 times. H3 other text : see h.10

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, customer reports the tubes present more gel than usual. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the tubes present more gel than usual. It has been leading to a lower quantity of serum for analysis and has been clogging the analyzer.